Manufacturer narrative:
Age at time of event:18 years or older.

Event description:
It was reported that the balloon rupture occured. The target lesion was located in a moderately tortuous and moderately calcified below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.